Event description:
Pt presented with an in-stent restenosis at the subclavian-innominate junction. A gore viabahn endoprosthesis was advanced and deployed at the target site. Angiography revealed the distal tip of the delivery catheter had broken off. The physician was able to advance and deploy anther gore viabahn endoprosthesis in order to trap the broken distal catheter tip to the vessel wall.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state that only the catheter minus the distal tip was returned. It could not be determined if there were anomalies attributable to the manufacture of the device.